Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported "the device restarted with vent inop due to a flow sensor fault." No pt involvement.